Manufacturer narrative:
The mechanical thrombectomy device was not returned for analysis, as it was discarded at site. Hemorrhage is a known inherent risk of mechanical thrombectomy procedure and is documented in the device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective. The mechanical thrombectomy device was successful, as it restored blood to the treating vessel. However, the patient status did not improve post procedure due to complications of the initial stroke. Per the medical report, the patient had hemorrhagic transformation involving the entire left mca territory with mass effect and associated cerebral herniation.

Event description:
Medtronic received information that the patient suffered an intracranial hemorrhage a few hours post mechanical thrombectomy procedure. The patient was noted to have an occlusion just above the supraclinoid internal carotid artery (ica) with no filling of the m1 or a1 segments. There was note of an ophthalmic to middle meningeal anastomosis. A competitor catheter was advance beyond the occlusion into the m1/m2. Angiogram demonstrated good filling into the distal middle cerebral artery (mca) candelabra of that branch without any washout due to a proximal occlusion. The mechanical thrombectomy device was deployed across the occlusion. The device was removed and some clot was successful retrieved. However, there was no retrograde flow through the guide catheter suggesting that the thrombus was still in the guide catheter. The catheter was removed and a large 5 cm thrombus was removed from the guide catheter. The m1 and a1 segments were re-accessed. There was note of good filling of the distal candelabra both mca and anterior communicating artery (aca) with cross filling to the contralateral mca. Thrombolysis in cerebral infarction (tici) of 3 was reported which was increase from baseline of zero. Ap femoral artery run revealed some atherosclerotic disease within the iliac to the femoral with no evidence of dissection spasm or other abnormalities. Post treatment procedure, the patient was reported to have been intubated, sedated and still paralyzed from the procedure. Nhiss was reported to have been between 21 ¿ 28 and was not a candidate for tpa (out of window). One day post procedure, the brain MRI showed large acute hemorrhagic infarct involving the entire left mca territory with associated mass effect causing 1 cm left to right shift with left sided downward transtentorial and uncal herniation with rightward shift of the midbrain. On the 2nd day post treatment the family agreed to palliative care and indicated ventilator withdrawal based on poor mental status and lack of meaningful recovery from recent cva. The patient was soon pronounced dead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.